Event description:
It was reported that the patient with this neurostimulator had the device removed two years ago because it did not help. There were no patient complications.

Manufacturer narrative:
D6b explant date: unknown, provided best guess based on information that the device was removed two years ago additional product code: qon. Additional premarket/510k: p190006.